Manufacturer narrative:
Age at time of event (B)(6). (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-03248. It was reported that during preparation for a atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in the severely calcified left anterior descending artery. The 325cm rota guide wire crossed the target lesion. During platforming of the rotablaor rotalink plus burr outside the body the device was rotated in the same position for several seconds and the rota wire fractured at the mid portion of the device. There was no difficultly removing the wire. The procedure was completed with another of the same device. No patient complications were reported and status is good.

Manufacturer narrative:
Device evaluated by MFR: the rotalink plus unit was received for analysis. A tug test was performed to examine the integrity of the handshake connection. A connect/disconnect test was also conducted. No issues were noted with the unit's handshake connectors. An attempt was made to wire the device using a control guide wire. Resistance was met in the annulus of the burr. The burr was microscopically examined and the annulus was found to be flared and misshapen. There were no scratches that exposed brass on the plated back half of the burr. A scratch test was performed to examine the cutting action of the returned burr. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact with the side of the blade was noted demonstrating that there were no issues with the cutting action of the blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-03248. It was reported that during preparation for a atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in the severely calcified left anterior descending artery. The 325cm rota guide wire crossed the target lesion. During platforming of the rotablator rotalink plus burr outside the body the device was rotated in the same position for several seconds and the rota wire fractured at the mid portion of the device. There was no difficultly removing the wire. The procedure was completed with another of the same device. No patient complications were reported and status is good.